Event description:
Instrument malfunction: tub overflow occurred and allowed fluid to reach floor. Tub sensor(s) did not properly report error and prevent fluid leak. The following failure mode is same event reported in MDR-2028492-2016-00004-00 which caused serious slip and fall injury.

Manufacturer narrative:
A us customer alleged leakage of the benchmark ultra instrument, which migrated to the floor. No harm or injury was indicated. Local service personnel visited the site, and cleaned the instrument and replaced necessary parts. These service actions remedied the customer's observation. Although requested, instrument parts were not able to be returned as they had been discarded. A new waste tub and filter kit have been released to increase the reliability of the waste system. This is achieved by increasing the holding capacity of the waste tub and removing the inline waste filter. A new customer cleanable waste strainer has been created and added to the waste tub. (B)(4).